Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report stated that the patient was ¿wanting to upgrade to a rechargeable battery¿, so it was an elective ipg revision. Report also stated that the revision was due to eri, this was not confirmed. A review of the daily and monthly battery log found that the lowest battery timestamp was 2.916v. The ipg had not claimed eri or eol.